Manufacturer narrative:
The impella device will be returning for investigation.

Manufacturer narrative:
The device was initially misidentified as the introducer; the correct device is the companion sheath, as reflected in d1 (brand name) and d4 (catalog number). Other product-specific information (e.g., unique device identifier, lot/serial number, expiration date, and date of manufacture) is unknown at the time of this MDR submission. Should this or any other relevant information become available, a follow-up report will be submitted accordingly. Device status. The companion sheath device was received, and evaluation/analysis is currently in progress. Accordingly, section d9 has been updated to reflect the device receipt date. Section h6 (investigation type, findings, and conclusion) has also been updated to align with this information. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc., or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that an impella pump was implanted via percutaneous right femoral artery for mechanical circulatory support. Oozing was noted from the hemastatic valve of the companion sheath after initial placement. The medical doctor elected to exchange for a new companion sheath. The old companion sheath was saved. The procedure was successful with the other device. No patient harm was reported.

Manufacturer narrative:
Additional device-specific information confirmed that the device was an abiomed companion sheath; however, no further product details (e.g., unique device identifier, lot/serial number, expiration date, or date of manufacture) were available and remain unknown.